Event description:
Boston scientific received information that this product was part of a system revision due to infection. In addition, a dental scaler was allegedly used. There were no additional adverse effects reported. The product was repositioned and remains in service.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No additional information is available in relation to the use of dental scaler. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that the patient had infection with the previous competitor system and not a boston scientific system. This device was implanted as a replacement. No adverse patient effects were reported. This device remains in service.